Event description:
Doctor reported that patient received facial burns from an ipl treatment with the max g handpiece. No additional information has been received.

Manufacturer narrative:
Cause of burn, user error malfunction, could not be determined. Manufacturer contacted customer multiple times. No additional information has been received.